Event description:
A doctor contacted baxter (B)(4) regarding a titanium adaptor that was not connected well with a transfer set when the patient changed the set. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a connection issue with a titanium adaptor was not confirmed, and a root cause could not be determined since no sample was returned for evaluation.